Event description:
The patient reported an issue wherein they were treated at an urgent care facility to have the device removed due to skin irritation. No medication was prescribed and the probable contact dermatitis was treated with over-the counter antibiotic ointment.

Manufacturer narrative:
Skin irritation is a known inherent risk of the device. Clinical ref. Manual (nlb0020) warnings state the following: do not use the zio xt patch on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. Patient may experience skin irritation. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the zio xt patch from the patient¿s chest.

Event description:
The patient reported an issue wherein they were treated at an urgent care facility to have the device removed due to skin irritation. No medication was prescribed and the probable contact dermatitis was treated with over-the counter antibiotic ointment.

Manufacturer narrative:
Skin irritation is a known inherent risk of the device. Clinical ref. Manual (nlb0020) warnings state the following: do not use the zio xt patch on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. Patient may experience skin irritation. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the zio xt patch from the patient¿s chest.